Event description:
A caller reported that the internal battery charge of their device dropped by 99% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use known working charging supplies, and despite the device being connected to a power source, the battery charge did not continue to decrease further. The customer was unable to upload pump data and was advised on best practices for battery maintenance and to monitor the system, with instructions to call back if the issue persisted.